Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulval disorder ("I'm sorry you had the labia issue"), angina pectoris ("hear beat like tooth pick in my bottom chamber") and bladder pain ("bladder pain"). The patient was treated with surgery (she had surgery to remove the essure). At the time of the report, the medical device removal, vulval disorder and bladder pain outcome was unknown and the angina pectoris had resolved. The reporter considered angina pectoris, bladder pain, medical device removal and vulval disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulval disorder ("I'm sorry you had the labia issue"), angina pectoris ("hear beat like tooth pick in my bottom chamber"), bladder pain ("bladder pain"), burning sensation ("burning"), anxiety ("anxiety"), arthritis ("I complain about arthritis"), vitamin d deficiency ("vitamin d deficiency"), flank pain ("left side pain"), autoimmune disorder ("autoimmune disease"), visual impairment ("vision problems"), migraine ("migraine"), feeling abnormal ("I had a brain fog right away"), urinary tract infection ("uti"), rash ("my esure rash looked exactly like that on my legs"), skin disorder ("mosquito looking bite bumps all over my head"), back pain ("back pain"), arthralgia ("hip pain"), insomnia ("insomnia"), pelvic congestion ("pelvic conjestion"), varicose vein ("varicose veins everywhere"), peripheral swelling ("legs swelling ") and vulvovaginal swelling ("vagina would swell up on one side"). The patient was treated with surgery (vaginal hysterectomy leaving ovaries). At the time of the report, the medical device removal, vulval disorder, bladder pain, flank pain, visual impairment, migraine, feeling abnormal, urinary tract infection, back pain, arthralgia, insomnia, pelvic congestion, varicose vein, peripheral swelling and vulvovaginal swelling outcome was unknown and the angina pectoris, burning sensation, anxiety, arthritis, vitamin d deficiency, rash and skin disorder had resolved. The reporter considered angina pectoris, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bladder pain, burning sensation, feeling abnormal, flank pain, insomnia, medical device removal, migraine, pelvic congestion, peripheral swelling, rash, skin disorder, urinary tract infection, varicose vein, visual impairment, vitamin d deficiency, vulval disorder and vulvovaginal swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vision problems, migraine, brain fog, uti, rash, bumps, back pain, hip pain, insomnia, pelvic congestion, varicose veins, legs swelling, vaginal swelling quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event autoimmune disease was added. On 23-mar-2020: social media received: event vision problems, migraine added. On 23-mar-2020: social media received: new events were added: brain fog, uti, rash, bumps, back pain, hip pain, insomnia, pelvic congestion, varicose veins, legs swelling, vaginal swelling and reporter information were updated on 23-mar-2020: social media received: fu 9, 10, 11 processed together and reporter information were updated on 23-mar-2020: social media received: fu 9, 10, 11 processed together and reporter information were updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulval disorder ("I'm sorry you had the labia issue"), angina pectoris ("hear beat like tooth pick in my bottom chamber"), bladder pain ("bladder pain"), burning sensation ("burning"), anxiety ("anxiety"), arthritis ("I complain about arthritis"), vitamin d deficiency ("vitamin d deficiency") and flank pain ("left side pain"). The patient was treated with surgery (vaginal hysterectomy leaving ovaries). At the time of the report, the medical device removal, vulval disorder, bladder pain and flank pain outcome was unknown and the angina pectoris, burning sensation, anxiety, arthritis and vitamin d deficiency had resolved. The reporter considered angina pectoris, anxiety, arthritis, bladder pain, burning sensation, flank pain, medical device removal, vitamin d deficiency and vulval disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu5& fu6 proceed together: social media received. New event vitamin d deficiency and flank pain was added. Reporter was added. On 20-mar-2020: fu5& fu6 proceed together: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulval disorder ("I'm sorry you had the labia issue"), angina pectoris ("hear beat like tooth pick in my bottom chamber"), bladder pain ("bladder pain"), burning sensation ("burning"), anxiety ("anxiety") and arthritis ("I complain about arthritis"). The patient was treated with surgery (vaginal hysterectomy leaving ovaries). At the time of the report, the medical device removal, vulval disorder, bladder pain, burning sensation, anxiety and arthritis outcome was unknown and the angina pectoris had resolved. The reporter considered angina pectoris, anxiety, arthritis, bladder pain, burning sensation, medical device removal and vulval disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event burning, anxiety, I complain about arthritis was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulval disorder ("I'm sorry you had the labia issue"), angina pectoris ("hear beat like tooth pick in my bottom chamber") and bladder pain ("bladder pain"). The patient was treated with surgery (she had surgery to remove the essure). At the time of the report, the medical device removal, vulval disorder and bladder pain outcome was unknown and the angina pectoris had resolved. The reporter considered angina pectoris, bladder pain, medical device removal and vulval disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received via social media. The case was upgraded from non-serious incident to serious incident. Events" medical device removal, bladder pain, cardiac pain were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.